Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also test on the psc fixture test platform (pftp) and failed friction test as it was very slow on the yaw motion. As a precaution, the yaw motor module would be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting functional issue with the system, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse found error 25730 and 23098 on the universal surgical manipulator (usm). The fse then replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to the customer and that the usm unit has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the nurse called the technical service engineer (tse) and stated that the system shutdown multiple times. The tse asked the nurse to perform a hard reset and the customer stated that they did a hard reset and it kept shutting down. The tse was unable to review logs since the system would shut down too quickly and onsite was not connecting. The nurse stated the only error message they could see was a 26002 error. This was potentially a manipulator problem, but the tse couldn't confirm. The field service engineer (fse) was requested as soon as possible. The tse suggested moving to a secondary system if available. The nurse stated there may be one they could move to. The call ended before they were able to confirm. There was no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.